Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the power module housing, the rubber band vents, rubber feet, and battery door was confirmed when edc technical service evaluated the unit. The damaged housing, the rubber band vents, rubber feet, and the backup battery door were replaced. The edc technical service staff performed preventive maintenance. A full functional checkout was completed per the power module service procedure, where the unit passed all test steps. The repaired (B)(6) was operated without any operational issues and returned to the loan/rental pool. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the integrity of the power module patient cable. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the power module was manufactured in accordance with mfg and qa specifications. The power module (serial number (B)(6)) was shipped to the customer on 19dec2011. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reporter address: (B)(6). There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a crack in the bottom cover and battery cover of the power module. There was also damage on the rubber feet and rubber vent bands.